Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's certified diabetes educator reported via phone call that the customer was hospitalized on (B)(6) 2017 due to blood glucose of over 600mg/dl. The customer experienced nausea and vomiting. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. Troubleshooting found that there were no air bubbles, and that insulin exited during prime. No leaks, site or insulin issues found. A kinked infusion set cannula was found. The insulin pump passed the high pressure test. Troubleshooting was performed for beep anomaly. Customer's certified diabetes educator stated that the insulin pump did not alarm when insulin flow blocked during high pressure test. Troubleshooting found that the setting for audio option was only set to vibrate, so customer's certified diabetes educator was assisted to have audio option. Insulin pump passed self-test. The insulin pump will not be returned for analysis.